Event description:
Boston scientific crm received information that following an unrelated procedure, this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones after the magnet was removed. The physician toggled magnet use, which made the beeping stop, however, toggling tachy mode while the enable magnet was on, the beeping tones were constant. A boston scientific crm sales representative noted that a message on the screen at interrogation discussed information regarding the magnet, regarding the magnet warning. A boston scientific crm technical services representative suspected a stuck reed switch and requested a save to disk and memory dump for analysis. Disk analysis revealed that the data indicates that, at the time of the memory dump, a magnet was detected, which would be inaccurate if there was not a magnet in the vicinity at the time of the memory dump. Analysis noted that the enable magnet use should be set to off to re-enable tachy therapy. Technical services discussed to monitor the device every three months, until the device triggers elective replacement indicator (eri), then replace, as longevity could be impacted from this occurrence. The device was later explanted without complication.

Manufacturer narrative:
The device was returned to allow for reliability analysis. Initial testing confirmed that the reed switch was stuck. Additional testing is currently being performed and this event will be updated when the analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed that the reed switch was stuck, which caused the continuous tones that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.